Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy assisted distal gastrectomy. After the tissue was clamped the firing was unable to be performed. A new device was used and the procedure was completed. It was noted that when the device was collected, there was a trace of pre-firing. It was also reported that the surgical time was extended by less than 30 min. There was no patient injury.